Event description:
Boston scientific was notified of the following event: when turning the guidewire, into the microcatheter, the tip broke off. The microcatheter was placed through an imager ii mikkelson. After successful embolization of left hepatic artery, the dr embolized the right hepatic artery. The anatomy was very tortuous. The guidewire was withdrawn without any problem.

Manufacturer narrative:
Device has not yet been returned to the MFR for technical eval.